Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-06495. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As part of the investigation, olympus followed-up with the customer to obtain additional information regarding the reported event but with no results. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that the cause of the reportable malfunction (b30 error) was due to a temporary mal contact caused by connecting the video connector without adequate drying of the video connector. When the electrical contact point of the connector is unstable, communication and image transmission of the scope and video processor may fail, resulting in the occurrence of b30 errors and image status. As stated on the IFU and as a preventive measure, the user manual states: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. In addition, the following instructions on the removal of video connectors are included in the instructions for use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user facility report could not be confirmed. The device was tested and no error codes or intermittent image issue was observed however; corrosion was found inside the video connector and a worn out video connector latch was causing poor connection to the scope which may have contributed to the user facilities initial report. The device was serviced and will be returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported the device is giving a b30 communication error and intermittent image. There was no patient involvement associated to this report. No additional information was provided.